Event description:
The customer reported the system failed to update images. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Poor contacts were found on the fuse and board. This was corrected. The system was then found to be working as intended poor contact.